Manufacturer narrative:
There was no lot number provided for this complaint. Therefore, no record review could be complete. One unit of the mik was returned to vsi/teleflex for investigation. The returned units include a sheath and a dilator. A returned product evaluation was completed. A minor kink was noted on the introducer sheath. The distal end of the dilator was damaged. Approximately 2.5 cm of the dilator fragment was sheared off. Stretched polymer could be noted on the fragmented piece indicating operation against resistance. The IFU includes the following warning. "Never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the guidewire against resistance may result in separation of the guidewire tip, damage to the guidewire, or vessel perforation." The break at the distal end of the dilator shaft showed no significant polymer stretch. It is unknown if the damages noted on the fragmented piece and the dilator shaft were from two different units. Information was requested to clarify. Account stated that the unit was the right unit. Additional information on the wiping process and time of break was enquired. Account stated that the wiping process consists of flushing sheath and dilator and wiping down separately with a wet 4x4. The break happened outside the body during wiping process. Additional procedure related details were enquired. No response was received. It is unknown if the tech operator stretched the distal section of the dilator with excessive force during wipe down subsequently causing separation or if any other post procedural factors and/or wiping factors contributed to it. Procedure was completed with another device and patient condition is fine. Based on the information and product evaluation, the most likely root cause of the issue is undeterminable.

Manufacturer narrative:
An investigation has been opened. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the mik introducer separated. It separated while wiping the product down. It was being used in a structural heart case where multiple access points were accessed, it was used successfully to access one point, but in between access points, the tech was flushing and wiping the micro introducer kit and flushing it, while wiping it, it separated. Nothing was left in the body, everything occurred outside the body.